Event description:
Meter name: one touch ii, strip name: lifescan one touch strips, meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported that pt was hospitalized for 6 days due to high blood sugar. Pt's meter allegedly was inaccurately low. The result on pt's meter was reading lower. Results unk. The result on the hospital meter is unk. A reading of 253mg/dl (test done on day of call to lfs) was documented unk if on customer's meter or the hospital's meter. The time difference between pt's meter and hospital meter was over 2 hours apart. Treatment was insulin shots. No further info has been reported.